Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #638d22. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh31p device was returned with no apparent damage. Only the anvil half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. When attempting to reset the device with the engineering reverse battery, the device continuously fired. The device was disassembled to verify the condition of the internal components and a lot body fluids were noted in the components revealed a compressed stop switch on the stop switch board. The normal state of the stop switch should be expanded. To determine if dried bodily fluid had caused the stop switch to stay compressed, the stop switch was cleaned with isopropyl alcohol. After cleaning, the stop switch immediately expanded and was no longer compressed. After the stop switch was cleaned, the device was reassembled with the original wha. The device was then functionally tested (including resetting) multiple times with no issues observed, including stopping after each firing cycle. The most likely cause of the device continuously firing was a malfunctioning stop switch due to bodily fluid ingress. Based on the malfunctioning stop switch due to bodily fluid ingress, it was unrelated to what was reported. The reported described of anvil issued could not be confirmed as the anvil returned without apparent damage. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 638d22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: I had spoked to the surgeon who fired the device, he told me that ¿ I attached the anvil into trocar, heard the ¿click¿ sound and orange bar not seen. We proceed for closing. During the slow closing, I noticed the tip of trocar is visible. I checked the purse string that we created at anvil part, there was nothing on the locking spring area. We tried to attach the anvil into trocar again, ¿click¿ sound heard and orange bar hidden. We proceed for closing, and the same issue happened as first attempt. Repeated the same steps for 3 times, still facing the same issue. I decided to use my thumb to press on the anvil after the attachment to trocar, another surgeon did the closing and I continued using the thumb to press the anvil till firing completed to avoid same incident happened. So far patient is doing well.¿ additional information was requested, and the following was obtained: 1. Is the current patient status known? Ans: the patient is doing well based on update on (B)(6) by surgeon. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure and during the anastomosis part, surgeon had attached the anvil to trocar and 'click' sound heard. But surgeon noticed that the anvil dislodged and he attempted by pushing in the anvil into trocar again, 'click' sound heard as well but noticed the anvil seems not fully attached with trocar. Tried till 4th time and only noticed the anvil was fully attached to trocar without dislodged. Firing stroke completed as usual, leak test showed negative.